Event description:
Refrence number (B)(4) event occured in colombia. It was reported that the patient experienced an infusion set leakage event on (b)(60 2026, with the leak occurring in the tubing of the infusion set. The infusion set had been in use for less than a day. No further information is available.